Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Event description:
Edwards received information that a patient with a 21mm valve implanted for an unknown implant duration underwent valve-in-valve procedure due to severe aortic stenosis. A 23mm transcatheter valve successfully was implanted inside the 21mm valve. The patient left the operating room in stable condition and was discharged on pod #2.

Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The reported event cannot be confirmed since the device remains implanted and is not available for evaluation. However, this event was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without svd and/or nsvd. Edwards lifesciences will continue to monitor all reported events. If any new information is received, a supplemental report will be submitted accordingly.

Event description:
Edwards received information a patient with a 21mm 3300tfx valve underwent a valve-in-valve procedure due to aortic stenosis. The implant duration of the surgical valve is unknown. A 23mm edwards transcatheter valve was implanted in replacement. No other details provided.